Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited low impedance and failure to capture. The patient presented for procedure and the lead was explanted and replaced. The patient was stable throughout the procedure.